Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an extracorporeal membrane oxygenation (ECMO) procedure. Reportedly, after the first proglide device was deployed, the guidewire was not able to be reinserted into the guidewire exit port. The suture was removed, the sheath was upsized to a 8f and the ECMO procedure was completed. Hemostasis was achieved by surgical repair. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.